Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requesting maintenance for unspecified issue. No patient harm occurred.